Event description:
Reportedly, only cut half ring of the distal donut. Leakage; conversion to laparotomy. Resection of the anastomosis and new device used to correct. Procedure: sigmoid resection.

Manufacturer narrative:
.